Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer number two had no power and also found the interface controller board universal serial bus (usb) connector was damaged. The field service engineer (fse) replaced the module controller and drawer controller for drawer 2, along with the interface controller. After installation, the fse worked with cubex vet to configure and fully tested the station. All functions operated correctly following the replacements. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer 2 was not opening on the cabinet. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.